Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed, and the device data logs revealed no anomalies related to premature battery depletion were found. Additionally, the ipg exhibited normal characteristics during both the visual and functional examinations. The reported allegation that the patient was experiencing frequent charging of the ipg has been confirmed. However, considering that the device was implanted in 2018, a review of the labeling indicated that the rechargeable stimulator battery should last at least five years. Over time, with repeated charging, the battery in the stimulator may gradually lose its ability to restore full capacity, leading to difficulties during the charging process. Therefore, this investigation has been assigned a probable cause of known inherent risk of device.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively.